Event description:
A customer complained after obtaining what was described as a discrepant negative fyb(fy2) antigen typing result for a donor sample using their ortho vision-ID mts analyser.complainant/complaint reporter: (B)(6) - laboratory managerdate of event: (B)(6) 2021reported on: (B)(6) 2021 by (B)(6) to the orthocare helpdesksoftware version:not providedreagents:ortho mts anti-igg grouping card lot 090120001-04 expiry date 16 june 2021ortho anti-fyb(fy2) antisera lot v211428 expiry date 23 october 2021quotient monoclonal antisera reagent lot unknown expiry date unknowngrifols monoclonal antisera lot unknown expiry date unknowndonor information:donor unit #(B)(6); previously identified as fyb(fy2) positive.the customer reported that on (B)(6) 2021, they had tested a donor sample (sample ID #(B)(6)) for fyb(fy2) antigen typing using ortho sera anti-fyb(fy2) lot v211428 and ortho mts anti-igg grouping card lot 090120001-04 in conjunction with their ortho vision-ID mts analyser and that they had obtained a negative reaction.the customer reported that on (B)(6) 2021, they had retested this donor sample (sample ID #(B)(6)) for fyb(fy2) antigen typing using quotient monoclonal antisera reagent lot unknown in manual method and that they had obtained a weak positive reaction at immediate spin.the customer reported that they had retested this donor sample (sample ID #(B)(6)) for fyb(fy2) antigen typing using grifols monoclonal antisera lot unknown in manual method and that they had obtained a positive reaction (2+ reaction strength) at immediate spin.the customer reported that on (B)(6) 2021, they had tested a known fyb(fy2) positive sample (cell 16 of 0.8% resolve panel b lot vrb281) using ortho anti-fyb(fy2) antisera lot v211428 and ortho mts anti-igg grouping card lot 090120001-04 in manual method and that they had obtained a positive reaction (3+ reaction strength).the customer reported that on (B)(6) 2021, they had tested this donor sample (sample ID #(B)(6)) for fyb(fy2) antigen typing using ortho anti-fyb(fy2) antisera lot v211428 and ortho mts anti-igg gel card lot 090120001-04 in manual method and that they had obtained a weak positive reaction (1+ reaction strength). No further detail provided.the customer reported that no biased result was reported to the physician.the customer reported that the donor was not harmed as a consequence of the reported event.

Manufacturer narrative:
Discrepant negative fyb(fy2) antigen typing result for a donor sample.the root cause could not be determined.no general product failure was identified.no biased result was reported to the physician.the donor was not harmed.(B)(4)